Event description:
It was reported that the pt underwent an unspecified surgical procedure on (B)(6) 2009 and sutures were utilized. The sutures caused the pt "injury" as they are continuing to "split out of her skin." No additional info was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.